Event description:
It was reported by service report that the scale and bed exit were not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale would not zero and bed exit could not be set due to the scale system being out of sync.